Event description:
A 28 mm diameter x 16 mm x 16.5 cm length aneurx bifurcated stent graft was selected aortic aneurysm. The vessel was moderately tortuous with moderate calcification. Aneurysm morphology is unk. It was reported that the pt had a bare metal stent previously placed in the left common iliac artery. The pt had sub-optimal palpable pulse in the left leg prior to stent graft placement. Three days post implant the pt presented emergently with a painful and cold left leg. The physician elected to perform a femoral bypass resulting in good flow to the left leg. No further clinical sequelae were reported, and the pt is reported to be fine.